Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11040, 2017865-2019-11041, 2017865-2019-11042. It was reported that the patient developed an infection after an unrelated procedure. The patient was treated with antibiotics from (B)(6) 2019. While undergoing an unrelated pet scan, the patient had a coughing spell and a subsequent pulseless electrical activity arrest. The patient was medically resuscitated and intubated. On (B)(6) 2019, an additional coughing bout occurred which resulted in decreased blood pressure and pea. CPR was performed, and the patient had return or spontaneous circulation. The patient was placed on antibiotics due to concern for ventilator associated pneumonia. On (B)(6) 2019, the patient suffered another coughing fit, with decreased blood pressure which required treatment with medication. A slow ventricular tachycardia was observed the next day. Sepsis from pneumonia was suspected as well as worsening heart function. The patient was placed on comfort care and was pronounced dead on (B)(6) 2019. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown.

Event description:
The patient was intubated multiple times. This was suspected to be the cause of infection. The cause of death was related to the patient's worsening condition.